Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the prime screw from (B)(6) 2018 monday revised at which the set screw had gone off. Even with the clothespin could not push the rod completely in the head. It obviously took 1-2 turns and the torque was triggered intraoperatively, but the stop of the set screw was just inadequate. Please for investigation. The screw is ready for pickup tomorrow. We do not have any mumbling. Was a trouble-free surgery. I have not noticed either, because you can not see it and the torque key has been triggered. Patience consequence? Yes; revision surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Visual examination of the setscrew revealed signs of operative use as evidence by superficial markings. Weak rod striations were observed on the set screw suggesting that the set screw was not seated properly. It can also be noted in the x-ray images the set screw had unthreaded from the screw head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the set screw becoming loose cannot be positively determined. However, the weak, rod striations observed on the set screw suggests that the set screw were not properly tightened on to the rod, resulting in the set screw becoming loose. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.